Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the ureteral stone was lasered. Post procedure a small piece of single use laser fiber (a piece of plastic) was found in bladder. The fiber fell off during the procedure and was removed from patient. The procedure was prolonged by 5-10 minutes. The piece of plastic was noticed after the ureteral stone was completely removed. No additional (diagnostic) interventions were required. No other device pieces were visible during the follow-up. No adverse events or complications were reported. The patient¿s current conditions and pre-existing conditions are unknown. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, it is likely that the device did not cause or contribute to the reported adverse event. Olympus will continue to monitor field performance for this device.